Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was on critical override. A technical support specialist unable to find problem, customer mentioned that the issue has been resolved by meditech. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a device was on critical override. The customer reported that there was a delay in dispensing medication to the patient, and user was able to retrieve medication from the pharmacy. There were no adverse events or injuries reported based on this event.